Event description:
It was reported that the lead exhibited high impedance. The lead remains in use and will be reviewed at the next follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)